Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reax0865 showed no other similar product complaint(s) from this lot number. Device not yet returned for evaluation.

Event description:
Facility reported that at the time of insertion, the end of the line leaked when flushed. The facility did not have a second line to replace the line that leaked. The damaged section was removed as excess line when securing the line following confirmation of position. Facility reported that the line was flushing and yielding well. No patient injury reported.